Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 290 mg/dl & 147 mg/dl; 266 mg/dl & 97 mg/dl. The reported values were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.